Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: technical manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the 6 french angio-seal was unsuccessful/unable to use due to the sheath defect (inverted edge). No blood loss was reported. Additional information was received on 13jun2025: the procedure performed on the patient before use of the angio-seal was arteriography. A 6 french procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion were reported. A pre-implantation angiography performed was not reported. The patient was stable. No equipment or other devices were used with the angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, arteriotomy locator, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned and had been disconnected. The carrier tube was in the fully rear locked position with the anchor and collagen deployed from the tip of the hemostasis sheath. The sheath was found to have been kinked at the proximal end near the hub. No other damage or issues were identified. The complaint device was returned, and a kink was found toward the proximal end of the sheath. The anchor and collagen had been deployed from the distal tip which indicates that the device had previously been fully assembled. It is possible that the damage interfered with device deployment or use of the device. The complaint was confirmed for a kinked sheath. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. As of 15jul2025, the sample was not available for evaluation. If the sample is ever received, the investigation will be reopened and updated accordingly. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).